Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extraction issues. This lead was noted to have exhibited noise and high out of range pace impedance measurements. This lead was then explanted and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extraction issues. This lead was noted to have exhibited noise and high out of range pace impedance measurements. This lead was then explanted and replaced prior to pocket closure. No adverse patient effects were reported.